Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was implanted in (B)(6) 2007. (B)(6) 2013 pain and stiffness with audible squeaking. (B)(6) ¿ 1st stage revision as a precaution no evidence of infection. (B)(6) - 2nd stage revision.

Manufacturer narrative:
(B)(4). This is a duplicate report of 1818910-2015-29594.1818910-2017-26874 is being retracted as it is a report duplication. 1818910-2015-29594 will be kept for investigation purposes.